Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the ER after receiving a patient notification. The device was found in backup reset mode due to a power on reset. It was noted that the patient had a vt ablation procedure. The issue was resolved by downloading the device code.